Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via v-p shunt to a female patient. Doi and the initial setting pressure are unknown. After implantation, it was noted that the ventricles of the patient's brain became large. When the surgeon checked the patency of the device, the fluid flow through the ventricular catheter was confirmed by extracting fluid from the reservoir. Since the dysfunction between the valve and the abdominal catheter was suspected, the device was replaced on (B)(6) 2015. At the removal, the position of the abdominal catheter was confirmed to be appropriate. It was also reported that the setting pressure of the device could be changed without problem. The patient is currently being followed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the position of the cam when valve was received was 160mmh2o. The valve was visually inspected: no defects were noted. The catheter was visually inspected, biological debris was noted on the outside of the catheter. The valve was irrigated with purified water. An occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The catheter was irrigated with purified water, no occlusions were noted. The valve was dried. The valve and the catheter were leak tested, no leaks were noted. The valve was reflux tested, the valve passed the test. The valve was tested for programming. The valve failed the test, during the programming process, the cam mechanism did not move. The valve was then pressure tested at 160mmh2o, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3844 with lot cmjc5p, conformed to the specifications when released to stock on the 21st september 2011. The root cause of the problem reported by the customer is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.